Event description:
It was further reported that target lesion 1 was 30mm long. Initially, the av grove cx and om1 were wired and kissing balloon inflation's undertaken. Th pt developed acute shortness of breath secondary to congestive heart failure and was treated with IV lasix. She stabilized following placement of a foley catheter. Re-evaluation of the pt's coronary anatomy showed there was significant recoil in the av groove cx due to a long dissection. Resudial stenosis was 0% following post-dilation and stent placement. Om1 was compromised and further kissing balloon inflation's were undertaken in the av groove and om1. There were no further complications reported. The pt was apparently alive for the 6-month follow up. The study site has reported that this pt expired from unk causes on an unknown date. When submitting source documentation, the study coordinator wrotr: "the only information available at this time is that the pt died earlier this year. Death certificate has been ordered. We will complete pending items when records are received'> the site has not received any further documentation. The event leading to death on the death module states, "unk, spoke with pt's co-worker who stated pt had died earlier this reay but unknown hospital and unknown cause". The event narrative will be updated is new documentation is received. In the opinion of the physician the relationship of the death to the target vessel is no information available.

Event description:
Clinical study. Same case as #6000093-2005-01344. It was reported 354 days after the initial procedure, that the pt had expired earlier in the year (exact date unknown). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed bifurcated portion of the left atrioventricular (l-av) ostial lesion. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x32mm and 3.00x28mm drug eluting stent in the target lesion with a 3.0mm overlap. The pt was discharged two days later on plavix and aspirin. There were no reported complications. 354 days after the initial procedure it was reported that the pt had expired earlier in the year of unknown causes.